Event description:
In 2008, the patient underwent surgery with a gore tag thoracic endoprosthesis to repair a mid-descending thoracic aortic aneurysm. It was reported that the patient's access vessels were too small. Therefore, a retroperitoneal incision was made and the patient's infrarenal abdominal aorta was exposed. A 10 mm hemashield dacron graft was sewn on to the aorta to act as a conduit. It was reported that the patient's descending thoracic aortic aneurysm was successfully repaired. Postoperatively, the patient was diagnosed with hematuria. Two days later, the patient was identified with abdominal and retroperitoneal dissections which were reported to be belly wounds related to the hemashield conduit placement. Six days later, the patient underwent a cystoscopy and bilateral retrograde pyelogram with the placement of a ureteral stent to treat an abnormality to the right ureter. It was reported that the procedure was successful and the patient tolerated the procedure.

Manufacturer narrative:
Being investigated. Additional information requested. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.